Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01148. The patient had an scs system including an ipg and percutaneous leads, the last of which was implanted on (B)(6) 2007. It was reported that the lead had fractured. During an elective ipg replacement on (B)(6) 2007, the physician removed and replaced the lead. The explanted lead was not returned to ans for evaluation. The explanted ipg was returned to ans for evaluation. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Device 1 of 2. H6. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.